Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was observed to be disabled. It was unclear if it had been enabled in the past or turned off. Technical services (ts) walked the health care professional (hcp) through manual setup which was successful however sp remained off. Primary vector was noted to be the best vector. During manual setup, it was noticed that the shock impedance measurements were high within normal range noting the hcp was aware of this approximately a year ago and had planned for a possible revision. Ts discussed testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to other non-product experience. Additional information is being requested from the field. Additional information was received that this s-ICD system exhibited high within normal range system impedance measurements therefore the physician opted to explant and reimplant a new system, which remains in service. This s-ICD has been returned and is expected to be analyzed.